Manufacturer narrative:
Additional information received indicated that the physician believes that the pain at the lead site was due to the patient's sedentary lifestyle. The patient's back is very tight and needs physicial therapy (not device related).

Event description:
The patient was recently implanted and was experiencing pain at the paddle lead site. The physician gave the patient flector patch medication for the pain.

Event description:
The patient was recently implanted and was experiencing pain at the paddle lead site. The physician gave the patient flector patch medication for the pain.